Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm. On (B)(6) 2026, it was reported that at around 2pm, the patient was resting at home. She was asymptomatic and gave herself insulin as part of her daily routine care. The patient could not recall the reading on her cgm and no bg meter reading was taken. At an unspecified time later, the patient¿s husband called the patient¿s phone and was unable to reach the patient. The patient¿s husband then contacted his grandchildren to check in on the patient. Once the patient was checked on, she was found unconscious and emergency medical services (ems) was called. At an unspecified time during the event, the patient¿s wearable had failed. The patient was brought to the emergency room (ER). At the ER, the patient was hospitalized for four days due to being in a ¿diabetic coma¿. The patient was having difficulty remembering any further event information. The patient was ¿doing better¿ at the time of report. Performance data was reviewed. The allegation was confirmed due to findings of wearable failure. The probable cause was determined to be progressive sensor decline. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.